Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. Both the photo shows the hickman s/l catheter placed on a transparent bag. Suture wires and a disengaged clamp was noted on the catheter. No other visual anomalies were noted. Therefore, the investigation is inconclusive for the reported catheter perforation issues as no objective evidence was obtained from the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of chronic catheter placement procedure, the catheter perforation was discovered during drug administration. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of chronic catheter placement procedure, the catheter perforation was discovered during drug administration. There was no patient contact.